Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the left main artery. A 3.50 x 20mm synergy megatron drug-eluting stent was placed and deployed to treat the lesion. However, the removal difficulties occurred and it was noted the balloon was stuck to the stent. Eventually, the balloon was fully deflated and removed after waiting for approximately 30 seconds. A 5.0mm nc balloon was inserted to post dilate, however the balloon again seemed to be stuck when trying to remove after inflation. The procedure was completed and the stent was deployed, with no patient complications reported.